Event description:
A hospital in (B)(6) and reported that three rt205 adult breathing circuits failed the ventilator leak test and a fourth had leak detected during setup; all four had 'leaky' drylines.

Manufacturer narrative:
(B)(4). The rt205 adult inspiratory-heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt205 breathing circuits were not returned to fisher & paykel healthcare (B)(4) for inspection. There were two complaints from lot number 120316 and two from lot 120702. The nurse stated that the complaint circuits had been thrown away. Results: a lot check revealed no other complaints for the lot numbers provided. Conclusion: based on our findings from investigations into similar complaints, it is possible that the drylines had holes in them. It was identified that damage to the rt105 dryline tube could have been caused during the manufacturing process. During the production of the dryline tubes, a pressure test is performed every 10 to 15 minutes and those that fail are set aside for further inspection. The user instructions that accompany the rt105 adult inspiratory-heated breathing circuit state the following: - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." (B)(4).